Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was found without telemtry, no tones, and memory review noted rapid depletion of battery shortly before time of explant. It was determined that therapy was available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was found without telemetry, no tones, and memory review noted rapid depletion of battery shortly before time of explant. It was determined that therapy was available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion. Revision to field b5. Event description and field d6b. Explant date. This supplemental report has been created to capture additional information and information correction. Correction to field d4: unique identifier (UDI) number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted. No additional adverse patient effects were reported.